Event description:
Consumer called stating that the foot plates on her 3gtqsp power chair are allegedly totally flat and there is not enough power to back up the ramp to the van. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtqsp, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1143151 rev I (may-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.